Event description:
A customer contacted beckman coulter inc. (Bci) in regards to difficulty calibrating crhp and suppressing qc. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) replaced parts on the unit. A clear root cause can not be determined for this event.